Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device/ device breakage"), uterine perforation ("migration/migration of essure device: the anterior left uterine fundus/ perforation (uterus) the muscle wall of the uterus"), device dislocation ("perforation(other): appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop"), pelvic inflammatory disease ("infection: pelvic inflammatory disease"), ovarian cystectomy ("ovarian cystectomy") and embedded device ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus") in a 36-year-old female patient who had essure (batch no. 646518,) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in 2008. Concomitant products included hydrocodone, medroxyprogesterone and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced anaemia ("blood or heartdisorder/condition: anemia"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced nausea ("nausea") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: acid reflux"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cystectomy (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches"), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus"). The patient was treated with surgery (laparoscopy/ operative hysteroscopy, foreign body removal, ovarian cystectomy, partial resection of essure device on (B)(6) 2018). At the time of the report, the device breakage, uterine perforation, device dislocation, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, anaemia, nausea, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, embedded device and complication of device removal had not resolved and the ovarian cystectomy outcome was unknown. The reporter considered complication of device removal to be not assessable to essure. The reporter considered anaemia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: dates of insertion: (B)(6) 2009 and (B)(6) 2009 (per pfs). Removal procedure description on (B)(6) 2018: laparoscopy with resection of peritoneal scar, right ovarian cystectomy, partial resection of essure device, exploration of left tube, exploration of abdomen both above and under solution, hysteroscopy, d and c. Findings: essure device partially extruded through the left upper fundus. No essure within the left tube. Angulation on the right compatible with intact essure in the right tube. Right cyst compatible with corpus luteum. An attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus. She is currently planning for essure removal. She did not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateralocclusion. Pregnancy test - on an unknown date: negative. CT: there is a 6.3 mm portion of the right essure device that appears to be in the anterior left uterine fundus in a similar location with the medial portion of the right essure device and unchanged from its location (B)(6) 2014 CT. There is a 6.5 mm segment of the left essure device that appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop. This section was anterior to the left uterine fundus on the (B)(6) 2014 CT study. There is a 2 mm density contiguous with the medial wall of the left common iliac artery or proximal external iliac artery at the level of the sacral promontory that was not present in this location on 2014 CT. This may be a third component of the essure device. There is a tiny density along the anterolateral left psoas muscle on the 2014 CT at about the same level which may correspond to this tiny density. Impression: no acute findings. Incidental note is made of left essure sterilization device appearing to be external to the uterus, free within the lower left pelvis. No evidence of inflammatory change or acute abnormality involving this finding. Surgical pathology report ((B)(6) 2018): final diagnosis: a. Essure fragments, removal: two thin metallic wire fragments measuring 0.1 and 0.2 cm, in greatest dimension with a diameter of less 0.1 cm, each consistent with essure device b. Peritoneal scar, excisional biopsy: consistent with the stated origin of peritoneal scar. C. Endometrium, biopsy: simple and complex hyperplasia with no atypia. Benign endocervical fragments with squamous metaplasia. Benign epithelial fragments. Concerning the injuries reported in this case, the following one were confirmed: pelvic pain, menorrhagia, device dislocation, device breakage, ovarian cystectomy, uterine perforation and the following one: device embedded was described in patient´s medical records. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs and medical record received: lot number, reporter information, patient details, lab data, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, infection: pelvic inflammatory disease; migraines, headaches; blood or heart disorder/condition: anemia; migration of essure device: the anterior left uterine fundus; nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), gastrointestinal or digestive system condition: acid reflux; perforation (other): appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop, uterine perforation were added. Embedded device was added per medical records. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured essure device/ device breakage/two small pieces of the essure were removed'), uterine perforation ('migration/migration of essure device: the anterior left uterine fundus/ perforation (uterus) the muscle wall of the uterus/migration/migration of essure device:uterus'), fallopian tube perforation ('perforation (fallopian tube(s)).'), embedded device ('an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus'), device dislocation ('perforation(other): appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop'), ovarian cystectomy ('ovarian cystectomy') and pelvic inflammatory disease ('infection: pelvic inflammatory disease') in a 36-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2008. *CT: there is a 6.3 mm portion of the right essure device that appears to be in the anterior left uterine fundus in a similar location with the medial portion of the right essure device and unchanged from its location (B)(6) 2014 CT. There is a 6.5 mm segment of the left essure device that appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop. This section was anterior to the left uterine fundus on the (B)(6) 2014 CT study. There is a 2 mm density contiguous with the medial wall of the left common iliac artery or proximal external iliac artery at the level of the sacral promontory that was not present in this location on 2014 CT. This may be a third component of the essure device. There is a tiny density along the anterolateral left psoas muscle on the 2014 CT at about the same level which may correspond to this tiny density. Impression: 1. No acute findings. 2. Incidental note is made of left essure sterilization device appearing to be external to the uterus, free within the lower left pelvis. No evidence of inflammatory change or acute abnormality involving this finding. Surgical pathology report (B)(6) 2018): final diagnosis: a. Essure fragments, removal: two thin metallic wire fragments measuring 0.1 and 0.2 cm, in greatest dimension with a diameter of less 0.1 cm, each consistent with essure device b. Peritoneal scar, excisional biopsy: consistent with the stated origin of peritoneal scar. C. Endometrium, biopsy: simple and complex hyperplasia with no atypia. Benign endocervical fragments with squamous metaplasia. Benign epithelial fragments. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 2009 to 2016, hydrocodone from july 2016 to june 2017, iron since august 2016, medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to october 2009, medroxyprogesterone since august 2016 and paracetamol (tylenol) since september 2009. On (B)(6) 2009, the patient had essure inserted. In february 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) :(vaginal)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines") and headache ("headaches"). In july 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced nausea ("nausea"). In august 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: acid reflux"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus"). The patient was treated with surgery (laparoscopy/ operative hysteroscopy, foreign body removal on (B)(6) 2016, laparoscopic ovarian cystectomy and dilation and curettage on (B)(6) 2016, laparoscopy on (B)(6) 2016 and partial resection of essure device on (B)(6) 2018). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, anaemia, nausea, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease and complication of device removal had not resolved and the fallopian tube perforation, ovarian cystectomy, depression, anxiety and vaginal infection outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anaemia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: dates of insertion: (B)(6) 2009 and (B)(6) 2009 (per pfs). Removal procedure description on (B)(6) 2018: laparoscopy with resection of peritoneal scar, right ovarian cystectomy, partial resection of essure device, exploration of left tube, exploration of abdomen both above and under solution, hysteroscopy, d and c. Findings: essure device partially extruded through the left upper fundus. No essure within the left tube. Angulation on the right compatible with intact essure in the right tube. Right cyst compatible with corpus luteum. An attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus. She is currently planning for essure removal. She did not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative.. Concerning the injuries reported in this case, the following one were confirmed: pelvic pain, menorrhagia, device dislocation, device breakage, ovarian cystectomy, uterine perforation and the following one: device embedded was described in patient´s medical records. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Added event vaginal infection. Event onset date was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured essure device/ device breakage/two small pieces of the essure were removed'), uterine perforation ('migration/migration of essure device: the anterior left uterine fundus/ perforation (uterus) the muscle wall of the uterus/migration/migration of essure device:uterus'), fallopian tube perforation ('perforation (fallopian tube(s)).'), embedded device ('an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus'), device dislocation ('perforation(other): appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop'), ovarian cystectomy ('ovarian cystectomy') and pelvic inflammatory disease ('infection: pelvic inflammatory disease') in a 36-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2008. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 2009 to 2016, hydrocodone from july 2016 to june 2017, iron since august 2016, medroxyprogesterone acetate (depo-provera)26-jun-2009 to october 2009, medroxyprogesterone since august 2016 and paracetamol (tylenol) since september 2009. On (B)(6) 2009, the patient had essure inserted. In february 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"). On (B)(6) 2015, the patient experienced anaemia ("blood or heartdisorder/condition: anemia"), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) :(vaginal)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines") and headache ("headaches"). In july 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced nausea ("nausea"). In august 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: acid reflux"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus"). The patient was treated with surgery (laparoscopy/ operative hysteroscopy, foreign body removal on (B)(6) 2016, laparoscopic ovarian cystectomy and dilation and curettage on (B)(6) 2016, laparoscopy on (B)(6) 2016 and patial resection of essure device on 19-aug-2018). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, pelvic inflammatory disease, migraine, headache, anaemia, nausea, gastrooesophageal reflux disease and complication of device removal had not resolved, the fallopian tube perforation, ovarian cystectomy, depression, anxiety and vaginal infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anaemia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: dates of insertion: (B)(6) 2009 (per pfs). Removal procedure description on 19-aug-2018: laparoscopy with resection of peritoneal scar, right ovarian cystectomy, partial resection of essure device, exploration of left tube, exploration of abdomen both above and under solution, hysteroscopy, d and c. Findings: essure device partially extruded through the left upper fundus. No essure within the left tube. Angulation on the right compatible with intact essure in the right tube. Right cyst compatible with corpus luteum. An attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus. She is currently planning for essure removal. She did not have money and definite plans for removal at this time. Patient received treatment for pain, bleeding, urinary/bladder problems, migration, perforation, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: there is a 6.3 mm portion of the right essure device that appears to be in the anterior left uterine fundus in a similar location with the medial portion of the right essure device and unchanged from its location 17aug2014 CT. There is a 6.5 mm segment of the left essure device that appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop. This section was anterior to the left uterine fundus on the 17aug2014 CT study. There is a 2 mm density contiguous with the medial wall of the left common iliac artery or proximal external iliac artery at the level of the sacral promontory that was not present in this location on 2014 CT. This may be a third component of the essure device. There is a tiny density along the anterolateral left psoas muscle on the 2014 CT at about the same level which may correspond to this tiny density. Impression: 1. No acute findings. 2. Incidental note is made of left essure sterilization device appearing to be external to the uterus, free within the lower left pelvis. No evidence of inflammatory change or acute abnormality involving this finding.. Hysterosalpingogram - on (B)(6) 2009: results: total bilateralocclusion. Pathology test - on (B)(6) 2018: a. Essure fragments, removal: two thin metallic wire fragments measuring 0.1 and 0.2 cm, in greatest dimension with a diameter of less 0.1 cm, each consistent with essure device b. Peritoneal scar, excisional biopsy: consistent with the stated origin of peritoneal scar. C. Endometrium, biopsy: simple and complex hyperplasia with no atypia. Benign endocervical fragments with squamous metaplasia. Benign epithelial fragments.. Pregnancy test - on an unknown date: results: negative.. Concerning the injuries reported in this case, the following one were confirmed: pelvic pain, menorrhagia, device dislocation, device breakage, ovarian cystectomy, uterine perforation and the following one: device embedded was described in patient´s medical records. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the events pertaining to pain, bleeding was updated as recovered/resolved. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device/ device breakage"), uterine perforation ("migration/migration of essure device: the anterior left uterine fundus/ perforation (uterus) the muscle wall of the uterus"), device dislocation ("perforation(other): appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop"), pelvic inflammatory disease ("infection: pelvic inflammatory disease"), ovarian cystectomy ("ovarian cystectomy") and embedded device ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus") in a 36-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst in 2008. Concomitant products included hydrocodone, medroxyprogesterone and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. In july 2015, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). In august 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In august 2016, the patient experienced nausea ("nausea") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: acid reflux"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2016, the patient underwent uterine perforation (seriousness criteria medically significant and intervention required) and ovarian cystectomy (seriousness criterion medically significant). In may 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches"), embedded device (seriousness criteria medically significant and intervention required) and complication of device removal ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus"). The patient was treated with surgery (laparoscopy/ operative hysteroscopy, foreign body removal on (B)(6) 2016), surgery, surgery (laparoscopy on (B)(6) 2016), surgery (laparoscopic ovarian cystectomy on (B)(6) 2016) and surgery (patial resection of essure device on (B)(6) 2018). At the time of the report, the device breakage, uterine perforation, device dislocation, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, anaemia, nausea, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, embedded device and complication of device removal had not resolved and the ovarian cystectomy outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anaemia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: dates of insertion: (B)(6) 2009 and (B)(6) 2009 (per pfs). Removal procedure description on (B)(6) 2018: laparoscopy with resection of peritoneal scar, right ovarian cystectomy, partial resection of essure device, exploration of left tube, exploration of abdomen both above and under solution, hysteroscopy, d and c. Findings: essure device partially extruded through the left upper fundus. No essure within the left tube. Angulation on the right compatible with intact essure in the right tube. Right cyst compatible with corpus luteum. An attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus. She is currently planning for essure removal. She did not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateralocclusion pregnancy test - on an unknown date: negative. CT: there is a 6.3 mm portion of the right essure device that appears to be in the anterior left uterine fundus in a similar location with the medial portion of the right essure device and unchanged from its location (B)(6) 2014 CT. There is a 6.5 mm segment of the left essure device that appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop. This section was anterior to the left uterine fundus on the (B)(6) 2014 CT study. There is a 2 mm density contiguous with the medial wall of the left common iliac artery or proximal external iliac artery at the level of the sacral promontory that was not present in this location on 2014 CT. This may be a third component of the essure device. There is a tiny density along the anterolateral left psoas muscle on the 2014 CT at about the same level which may correspond to this tiny density. Impression: 1. No acute findings. 2. Incidental note is made of left essure sterilization device appearing to be external to the uterus, free within the lower left pelvis. No evidence of inflammatory change or acute abnormality involving this finding. Surgical pathology report ((B)(6) 2018): final diagnosis: a. Essure fragments, removal: two thin metallic wire fragments measuring 0.1 and 0.2 cm, in greatest dimension with a diameter of less 0.1 cm, each consistent with essure device b. Peritoneal scar, excisional biopsy: consistent with the stated origin of peritoneal scar. C. Endometrium, biopsy: simple and complex hyperplasia with no atypia. Benign endocervical fragments with squamous metaplasia. Benign epithelial fragments. Concerning the injuries reported in this case, the following one were confirmed: pelvic pain, menorrhagia, device dislocation, device breakage, ovarian cystectomy, uterine perforation and the following one: device embedded was described in patient´s medical records. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device/ device breakage"), uterine perforation ("migration/migration of essure device: the anterior left uterine fundus/ perforation (uterus) the muscle wall of the uterus"), fallopian tube perforation ("perforation (fallopian tube(s))."), embedded device ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus"), device dislocation ("perforation(other): appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop"), ovarian cystectomy ("ovarian cystectomy") and pelvic inflammatory disease ("infection: pelvic inflammatory disease") in a 36-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6)2008. *CT: there is a 6.3 mm portion of the right essure device that appears to be in the anterior left uterine fundus in a similar location with the medial portion of the right essure device and unchanged from its location (B)(6) 2014 CT. There is a 6.5 mm segment of the left essure device that appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop. This section was anterior to the left uterine fundus on the (B)(6) 2014 CT study. There is a 2 mm density contiguous with the medial wall of the left common iliac artery or proximal external iliac artery at the level of the sacral promontory that was not present in this location on 2014 CT. This may be a third component of the essure device. There is a tiny density along the anterolateral left psoas muscle on the 2014 CT at about the same level which may correspond to this tiny density. Impression: 1. No acute findings. 2. Incidental note is made of left essure sterilization device appearing to be external to the uterus, free within the lower left pelvis. No evidence of inflammatory change or acute abnormality involving this finding. Surgical pathology report ((B)(6) 2018): final diagnosis: a. Essure fragments, removal: two thin metallic wire fragments measuring 0.1 and 0.2 cm, in greatest dimension with a diameter of less 0.1 cm, each consistent with essure device b. Peritoneal scar, excisional biopsy: consistent with the stated origin of peritoneal scar. C. Endometrium, biopsy: simple and complex hyperplasia with no atypia. Benign endocervical fragments with squamous metaplasia. Benign epithelial fragments. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 2009 to 2016, hydrocodone from (B)(6) 2016 to (B)(6) 2017, iron since (B)(6) 2016, medroxyprogesterone acetate (depo-provera)(B)(6) 2009 to (B)(6) 2009, medroxyprogesterone since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"). On (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition: anemia"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: acid reflux"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6)2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and complication of device removal ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus"). The patient was treated with surgery (laparoscopy/ operative hysteroscopy, foreign body removal on (B)(6) 2016, laparoscopic ovarian cystectomy on (B)(6) 2016, laparoscopy on (B)(6) 2016 and "partial" resection of essure device on (B)(6) 2018). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, anaemia, nausea, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease and complication of device removal had not resolved and the fallopian tube perforation, ovarian cystectomy, depression and anxiety outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anaemia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic inflammatory disease, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: dates of insertion: (B)(6) 2009 and (B)(6) 2009 (per pfs). Removal procedure description on 19-aug-2018: laparoscopy with resection of peritoneal scar, right ovarian cystectomy, partial resection of essure device, exploration of left tube, exploration of abdomen both above and under solution, hysteroscopy, d and c. Findings: essure device partially extruded through the left upper fundus. No essure within the left tube. Angulation on the right compatible with intact essure in the right tube. Right cyst compatible with corpus luteum. An attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus. She is currently planning for essure removal. She did not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: negative.. Concerning the injuries reported in this case, the following one were confirmed: pelvic pain, menorrhagia, device dislocation, device breakage, ovarian cystectomy, uterine perforation and the following one: device embedded was described in patient´s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: new pfs received- new events added; psychological or psychiatric problems condition: depression and mental anguish, perforation (fallopian tube(s)).were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured essure device/ device breakage/two small pieces of the essure were removed'), uterine perforation ('migration/migration of essure device: the anterior left uterine fundus/ perforation (uterus) the muscle wall of the uterus/migration/migration of essure device:uterus'), fallopian tube perforation ('perforation (fallopian tube(s)).'), embedded device ('an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus'), device dislocation ('perforation(other): appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop'), ovarian cystectomy ('ovarian cystectomy') and pelvic inflammatory disease ('infection: pelvic inflammatory disease') in a 36-year-old female patient who had essure (batch no. 646518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst on (B)(6) 2008. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) from 2009 to 2016, hydrocodone from july 2016 to june 2017, iron since august 2016, medroxyprogesterone acetate (depo-provera)26-jun-2009 to october 2009, medroxyprogesterone since august 2016 and paracetamol (tylenol) since september 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"). On (B)(6) 2015, the patient experienced anaemia ("blood or heartdisorder/condition: anemia"), 5 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) :(vaginal)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: acid reflux"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and underwent ovarian cystectomy (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device removal ("an attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus"). The patient was treated with surgery (laparoscopy/ operative hysteroscopy, foreign body removal on (B)(6) 2016, laparoscopic ovarian cystectomy and dilation and curettage on (B)(6) 2016, laparoscopy on (B)(6) 2016 and patial resection of essure device on (B)(6) 2018). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, embedded device, device dislocation, pelvic inflammatory disease, migraine, headache, anaemia, nausea, gastrooesophageal reflux disease and complication of device removal had not resolved, the fallopian tube perforation, ovarian cystectomy, depression, anxiety and vaginal infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered anaemia, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, ovarian cystectomy, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: dates of insertion: (B)(6) 2009 and (B)(6) 2009 (per pfs). Removal procedure description on (B)(6) 2018: laparoscopy with resection of peritoneal scar, right ovarian cystectomy, partial resection of essure device, exploration of left tube, exploration of abdomen both above and under solution, hysteroscopy, d and c. Findings: essure device partially extruded through the left upper fundus. No essure within the left tube. Angulation on the right compatible with intact essure in the right tube. Right cyst compatible with corpus luteum. An attempt was made to pull the fragment of the essure through the uterus two small pieces of the essure were removed, but the majority remains inside the muscle wall of the uterus. She is currently planning for essure removal. She did not have money and definite plans for removal at this time. Patient received treatment for pain, bleeding, urinary/bladder problems, migration, perforation, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: there is a 6.3 mm portion of the right essure device that appears to be in the anterior left uterine fundus in a similar location with the medial portion of the right essure device and unchanged from its location (B)(6) 2014 CT. There is a 6.5 mm segment of the left essure device that appears intraperitoneal and is inferior to the left uterine body between the anterior bladder wall and a small bowel loop. This section was anterior to the left uterine fundus on the (B)(6) 2014 CT study. There is a 2 mm density contiguous with the medial wall of the left common iliac artery or proximal external iliac artery at the level of the sacral promontory that was not present in this location on 2014 CT. This may be a third component of the essure device. There is a tiny density along the anterolateral left psoas muscle on the 2014 CT at about the same level which may correspond to this tiny density. Impression: no acute findings. Incidental note is made of left essure sterilization device appearing to be external to the uterus, free within the lower left pelvis. No evidence of inflammatory change or acute abnormality involving this finding.. Hysterosalpingogram - on (B)(6) 2009: results: total bilateralocclusion. Pathology test - on (B)(6) 2018: a. Essure fragments, removal: two thin metallic wire fragments measuring 0.1 and 0.2 cm, in greatest dimension with a diameter of less 0.1 cm, each consistent with essure device b. Peritoneal scar, excisional biopsy: consistent with the stated origin of peritoneal scar. C. Endometrium, biopsy: simple and complex hyperplasia with no atypia. Benign endocervical fragments with squamous metaplasia. Benign epithelial fragments. Pregnancy test - on an unknown date: results: negative. Concerning the injuries reported in this case, the following one were confirmed: pelvic pain, menorrhagia, device dislocation, device breakage, ovarian cystectomy, uterine perforation and the following one: device embedded was described in patient´s medical records. Lot number:646518 manufacturing date:2009-06 expiration date:2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured essure device") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent an operative hysteroscopy due to complications from the essure device) and surgery (underwent an operative hysteroscopy due to complications from the essure device). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.